Event description:
While monitoring a patient post tonsillectomy using the monitoring modules, there was a loss of ECG and pulse oximetry waveform. It was determined that the pins inside of the module for cable connection were bent and needed replacement.